Event description:
Customer reported a past high blood glucose event with levels exceeding 660 mg/dl. Customer took corrective actions by changing infusion set twice, administering a correction bolus, and an injection via mdi. Technical support advised the customer to consult with a healthcare provider to discuss factors affecting blood glucose levels, and the customer acknowledged the advice.